Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) stated she has been taken off of self-catheterization by her primary doctor. When she used self-catheterization, she received such a bad urinary tract infection (uti) while using the ultra14 catheter, she had sepsis and had to be hospitalized.